Event description:
It was reported that patient experienced loss of stimulation due to lead migration. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7074420.

Manufacturer narrative:
Sc-2317-70 sn: (B)(6). Visual (microscope) and x-ray inspection of the returned lead revealed that all cables were completely broken at the bent or kinked location of the lead. The bent or kinked location was 2 cm from the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the reported event was confirmed. The probable cause selected is cause traced to component failure.

Event description:
It was reported that patient experienced loss of stimulation due to lead migration. The patient underwent a lead replacement procedure.